Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt lightheaded with the vns since implant, and then experienced bradycardia and syncope, which caused the patient to be hospitalized and request to have their vns generator interrogated. The patient's husband reported the patient's heart rate would rapidly increase to 130-140 bpm. The cardiologist indicated that the persistent heart rate abnormalities were related to the vns. While hospitalized, the patient's breathing was reported to be erratic and the patient was put on a ventilator and their respiration was at "83" with the ventilator. It was reported that the patient has no pre-existing heart conditions or known post-ictal heart rate issues. The patient's generator was interrogated and diagnostics were within normal limits and the patient requested not to have their vns generator turned off. No further relevant information has been received to date.